Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) was found without blood visible, which is consistent with the reported information that the there was no patient involvement. There was fluid in the shaft. The premature deployment was confirmed. The stent implant was partially deployed 2 mm over the distal marker. There was no damage noted to the stent implant. The outer tubing was retracted 4.5 mm proximal to the tip crown. There was no damage noted to the sess. The touhy borst valve was returned in the locked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which is consistent with the outer tube being retracted 4.5 mm proximal to the tip crown. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that upon removing the xpert stent delivery system from the packaging, the stent was noted to be partially exposed. The device was not used. There was no patient involvement. There was no significant delay and a new xpert stent was used to continue the procedure. No additional information was provided.